Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation of the outer shaft at 133.7cm from the tip and 132.4cm from the tip for the inner shaft. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was no proximal portion or manifold returned with the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any manufacturing damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 21jan2021. It was reported that device could not cross the lesion. The 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified left anteror descending artery. A stingray lp catheter re-entry device was selected for use in a percutaneous coronary intervention procedure. During the procedure, it was noted that the device could not cross the lesion. The device was simply pulled out and the procedure was competed with another of the same device. There were no complications reported. However, device analysis revealed a complete separation of the outer shaft at 133.7cm from the tip and 132.4cm from the tip for the inner shaft.